Event description:
It was reported that the battery was discovered to not be working at all during inspection/functional testing. The pump was last serviced on (B)(6) 2022. No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "battery non - functional" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. During the service of the pump, the distributor's technician found a loose cable. The issue was resolved after reseating the loose cable connector. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the battery was discovered to not be working at all during inspection/functional testing. The pump was last serviced on 18 oct 2022. No patient involvement.